Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d8, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: horizontal stripes in the image, the light guide bundle in the insertion tube has a slight fracture, component failure of the universal cord and lg bundle. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: horizontal stripes in the image due to component failure of the universal cord. And the light guide bundle in the insertion tube has a slight fracture due to component failure of the lg bundle. The most probable cause of the complaint is cause traced to component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E1 - address 1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope had issue where the image becomes blurred, indistinct or noisy. The issue was found during service / maintenance. There were no reports of patient involvement.